Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017, endologix was made aware of a type 3b endoleak. The physician elected to reline the initial device with ovation devices to resolve this leak. The patient was reported in stable condition and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of a type 3b endoleak of the main body, a secondary endovascular procedure and that the patient is in stable condition. Additionally clinical was able to find substantial evidence to support to the following additional findings of non-endologix stents implanted at unknown date prior to the endologix stents and aortic stenosis (50%) intra stent mural thrombu. The most likely cause of the compromised stent graft integrity of the main body was the pre-existing non endologix stent within the iliac artery. The most likely cause of the stenosis could not be determined however, the presence of an endoleak in the distal stent likely contributed to this condition. The patient was discharged home in stable condition on the first post-operative day. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.